Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display due to the battery tube power connector not connected properly. Plugged battery tube connector in and continued testing. The pump passed the rewind, prime/seating, basic occlusion, occlusion, force sensor, and displacement tests. The power management tool shows that the backup battery loaded voltage and unloaded voltage are within specification range. The pump was received with normal operating currents. No unexpected replace battery now alarm during testing noted. The pump was received with a scratched case, a faded serial number label, a pillowing keypad overlay, and minor scratches on the lcd window.